Event description:
The initial reporter stated they received discrepant results for 1 patient sample tested with chol2 cholesterol gen.2 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cholesterol value of 442 mg/dl and repeated as 218 mg/dl. The cholesterol reagent lot number was 596357. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field application specialist ran precision studies for glucose and this was acceptable. The specialist updated the assay processing sequence on the analyzer. No issues related to reagents, calibration, controls, or the instrument were identified. Upon investigation, the calibration data was within specifications and the control recovery was fine. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.